Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that venflon pro 20ga 1.1mm od 32mm l india catheter leaked. This occurred on 5 occasions. The following information was provided by the initial reporter: catheter is leaking from cannula hub.

Manufacturer narrative:
H.6. Investigation: since no samples (including photos) were returned for the reported issue of ¿catheter is leaking from cannula hub¿ with lot numbers 0.093591 regarding item # 393234 the complaint could not be confirmed, and the root cause is undetermined. No customer returned sample or photograph available for investigation. We have simulated the defect on the retention samples of lot number 0.093591 as described by the customer to determine the defect and understand the complaint for further investigation. The reported defect is not confirmed due to lack of sample. The DHR was reviewed and qn was raised on this lot during manufacturing and production of the lot number 0.093591 until lot release. Our investigating team found that the leakage from cannula hub can probably occur due to misappropriate dose of ipa dosage on station number 5 and 6. This could have occurred due to vibration of the machine causing ipa dosing nozzle to miss the right dose: 1. That has to be dropped into the silicon winding (that occurs on station 5) or 2. The silicon drop to be added on the port (that occurs on station 6) the defect is not confirmed. H3 other text : see h.10

Event description:
It was reported that venflon pro 20ga 1.1mm od 32mm l india catheter leaked. This occurred on 5 occasions. The following information was provided by the initial reporter: catheter is leaking from cannula hub.